Event description:
The facility started using a new mechanical lift called the encore to assist pts with standing and transferring. The lift involves partial weight-bearing by the pt who stands against the device and holds onto grip handles during the transfer. It was noted that the pt involved developed bruises on both shins from the plastic pads that rest against the front of the leg between the knee and the ankle. The site contacted the MFR about this problem who recommended that the facility purchase sheepskin pads that they supply. There was no mention by the MFR that the sheepskin padding was available during the time that staff training occurred on the device. There were three pts involved in this type of incident, all on the same day. The sheepskin pads were purchased by the facility. Pt bruising subsided with the use of the pads. It is beilieved the weight bearing status physical ability of the pt does impact the degree of injury. The device is being used in the facility where the staff have been inserviced on the use of this device by the company's representative.